Event description:
Patient reported through regulatory agency ¿diagnosis of breast implant associated-large b cell lymphoma after allergan biocell breast implants¿. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device status is unknown.

Manufacturer narrative:
Medwatch report #: mw5189011. MDR report key: 25428680. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected.